Event description:
It has been reported to philips that the system locked up on the first boot of the morning. The system was not in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that the host pc could not communicate with the flexvision pc. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system locked up on the first boot of the morning and also the fse determined that the host pc was unable to communicate with the flexvision pc. Review of the system log file confirmed the malfunctioning of flexvision pc. The fse replaced the flexvision pc and restored layoffs. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.